Manufacturer narrative:
Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later exchanged for a same size, different power lens and the problem was resolved. Reportedly, "because of the patient's age, the doctor decides to keep the right eye emmetropia and the left eye to refrain some myopia when calculating the lens. After the operation, it was found that both eyes were overcorrected. The patient felt uncomfortable, and the doctor decided to replace the lens after evaluation." Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H3: product evaluation: lens was returned with moisture within a microcentrifuge vial. Visual inspection found a haptic torn lens. Dimensional inspection found the lens to be manufactured within specifications. Claim# (B)(4).